Event description:
A swiss customer received a high out of range control reading of 15.1mmol/l on the contour xt meter. The meter did not automatically mark the reading as a control test, which will be displayed as a blood result when accessing the meter¿s memory. No adverse event was alleged. The control solution is expected to be returned for evaluation. A new meter was sent to the customer.

Manufacturer narrative:
The model # was not provided.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.